Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 30-25mm amplatzer talisman pfo occluder was chosen for patent foramen ovale (pfo) with long tunnels 18 mm and 10 mm atrial septal aneurysm (asa) using a 9f amplatzer talisman delivery sheath. During procedure, it was noted that the right atrial disc was swollen and developed into a mushroom shape. The physician tried to push it with the sheath, but the deformation did not improved. The deformed device was never released from the delivery cable while inside the patient. There was no report of any angulation/kink noticed with the delivery system but there was interaction with cardiac structures in the aorta side. A new 30-25mm amplatzer talisman pfo occluder was chosen and completed the procedure. There were no adverse patient effects. No health impact has been reported.

Manufacturer narrative:
An event of right disc deployed in mushroom shape was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.